Manufacturer narrative:
(B)(4). D10: medical products: item#: 41002, driver connecting screw; lot#: 7982705. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was very worn and fractured. There was no report of a foreign body retained by the patient. Multiple attempts have been made to obtain additional information. No additional information has been received.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; g2; g3; g6; h1; h2; h6. The following sections were corrected: d2; d4; g4. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2. Upon receipt of additional information, it was determined this product should not have been reported on. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.